Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarm from the insulin pump. The patient's blood glucose of the time was 406 mg/dl. The customer stated she woke up to a no delivery alarm. The customer was assisted with a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to examine the cannula. The customer stated that the cannula was bent. The customer was advised to change out the set and monitor blood glucose.